Manufacturer narrative:
The insulin pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, reservoir tube lip completely broken off, minor scratched and cracked display window.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the transparent circular plastic in the reservoir attachment part has come off. The insulin pump was returned for analysis.